Event description:
The intra-aortic balloon was inserted into the pt on 5/15/98 at 2:00 pm and removed on 5/24/98 at 11:50 am. The intra-aortic balloon did not malfunction. A vascular surgeon was consulted. The pt had severe bleeding and surgery was required. The bleeding stopped when switched to "lmd" from heparin. (Event complications: severe bleeding/surgery required-reported 5/26/98). (Pt's current status: unk-reported 5/26/98).